Event description:
It was reported that one device was used during a colectomy. It was reported by the affiliate that the tlc55 staple formation was not complete in some parts. The surgeon put some overstitches to complete the case.